Manufacturer narrative:
A patient was experiencing false low readings. No investigation/troubleshooting could be possible for this complaint as user stopped responding to the communications from customer care. No further information was available for this complaint.

Event description:
On february 4, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.